Event description:
During a vertebral fusion procedure, while attempting to remove the pin, a threaded portion of the screw sheared off from the pin and was retained in the c4 vertebral body. Fluoroscopy confirmed the position of the graft as well as the position of the retained threaded portion of the distracting pin at c4. They used a drill to create a small trough along the screw and used an osteotome to loosen the screw to remove it.